Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. Blood test strips were used, the leak was visually observed and the machine alarmed. Estimated blood loss was 200cc's. Patient had no adverse effects and required no medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.